Event description:
Additional information received identified that the patient does not have pain at the ipg pocket site. Therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain, redness and swelling at the scs ipg pocket site. Reportedly, there is no discharge or fever. No further information is available at this time.